Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and possible viral infection on (B)(6) 2017 with blood glucose of 753 mg/dl. The customer¿s blood glucose level was 396 mg/dl and current blood glucose level was 280 mg/dl. The customer experienced symptoms such as vomiting and not feeling good. The customer was treated with insulin pump. The drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.